Manufacturer narrative:
The reporters product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The affected meters were returned for investigation where they were tested using retention batteries, retention controls, and retention test strips (lot 477529). Control ranges: level 1 = 30-60 mg/dl, level 2 = 261-353 mg/dl. Results of returned meter serial number (B)(4): level 1: 43 mg/dl, 42 mg/dl, 42 mg/dl, level 2: 289 mg/dl, 280 mg/dl, 284 mg/dl. Results of returned meter serial number (B)(4): level 1: 43 mg/dl, 44 mg/dl, 43 mg/dl, level 2: 290 mg/dl, 294 mg/dl, 298 mg/dl. Results of returned meter serial number (B)(4): level 1: 42 mg/dl, 43 mg/dl, 43 mg/dl, level 2: 293 mg/dl, 289 mg/dl, 291 mg/dl. All returned results are within acceptable ranges.

Event description:
The initial reporter stated they received discrepant results for one patient tested with accu-chek inform ii meter serial numbers (B)(4). At 3:15 a.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a glucose value of 49 mg/dl. At the same time, a fingerstick sample collected from the patient was tested using meter serial number (B)(4) resulting with a value of 405 mg/dl. At 4:32 a.m., a fingerstick sample collected from the patient was tested using meter serial number (B)(4), resulting with a value of 98 mg/dl. At 4:33 a.m., a fingerstick sample collected from the patient was tested using meter serial number (B)(4), resulting with a value of 201 mg/dl.